Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that while preparing for patient intubation a blade was attached and engaged on the MRI handle that would not light. A standard laryngoscope set was used. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that while preparing for patient intubation a blade was attached and engaged on the MRI handle that would not light. A standard laryngoscope set was used. No patient injury reported.